Event description:
The field service engineer reported a broken door #2. Information was not provided regarding whether or not the problem occurred during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The field service engineer did not know if there were any reports of pt injury or medical intervention. No additional information is available.